Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and a motor position encoder error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.